Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device kept rebooting. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon inspection, it was observed that the device would keep rebooting. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon inspection, it was observed that the device would keep rebooting. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the customer's device and verified the reported issue. The reported issue was isolated to user interruption of the 1.13 version software update. To perform the software update, page 55 of the lifepak cr2 operating instructions instruct the user to keep the lid open and not close the lid until step 7, after the device says, ¿powering off¿, indicating the update has completed. Because the user is not properly following and performing the instructions (prematurely opening the lid), the root cause can be attributed to use error. The device was archived by stryker.